Event description:
Ous MDR - it was reported that after an implantation duration of 26 months ventricular oversensing and an increase of the pacing and shock impedances were reported via home monitoring. The lead was explanted and replaced. The implant and explant dates were not provided. The event was already reported to ansm.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, calcified appearing tissue residuals were noted on the lead tip which might have had impact on the increased pacing impedance. Furthermore the shock coil showed a slight deformation indicating tensile forces applied during the explanation procedure. A thorough analysis of the lead did not show further deviations which might have led to the reported clinical observations. In particular the values measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.